Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported by the caller, the bwi representative, that during a procedure the hemostatic valve broke on the visigo sheath and there was a lot bleed back after the physician had inserted the sheath. To troubleshoot the vizigo sheath was replaced, the issue was resolved, and the procedure was continued. Additional information received indicated the issue was leakage from the hemostatic valve which was dislodged inside the hub. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported by the caller, the bwi representative, that during a procedure the hemostatic valve broke on the visigo sheath and there was a lot bleed back after the physician had inserted the sheath. To troubleshoot the visigo sheath was replaced, the issue was resolved, and the procedure was continued. Additional information received indicated the issue was leakage from the hemostatic valve which was dislodged inside the hub. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 00002214 identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the completed mre, the h4. Device manufacture date has been populated with 6-dec-2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported by the caller, the bwi representative, that during a procedure the hemostatic valve broke on the visigo sheath and there was a lot bleed back after the physician had inserted the sheath. To troubleshoot the visigo sheath was replaced, the issue was resolved, and the procedure was continued. Additional information received indicated the issue was leakage from the hemostatic valve which was dislodged inside the hub; not dislodged outside the hub. The brim cap/hub did not detach from the sheath. The sheath was being used at the time of incident. The patient did not require treatment. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).